Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). This complaint for a report of use error was confirmed based but the root cause was undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Event description:
During trouble shooting of a slow flow drain alarm. The home patient was advised to change out drain line extensions which hp stated she has been using for a couple of days. The hp would continue with the therapy after changing out drain line extensions. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the slow flow drain alarm. The hp reported that the issue was resolved by changing out drain line extensions. The hp stated that they change out their drain line extension daily now. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she was doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.